Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a robotic laparoscopic hysterectomy procedure, the tower system could not be shut down properly because two arms had triggered non-recoverable yellow errors stating, ¿caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open.¿ the surgery was already completed, all arms were undraped, and the instruments were disconnected. The nurse checked and confirmed that the arms could be moved manually and that all port latches were closed. After restarting and calibrating the arms, the system shut down correctly. There was no patient involvement.